Event description:
The customer's mother reported that her daughter's blood glucose measured 474 mg/dl about 12 hrs after the pod was activated. She checked the infusion site at that time and realized the cannula had never inserted properly.

Manufacturer narrative:
The device was not returned for eval. The caller reported that the cannula had not been inserted properly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)". It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." The pdm also displays a reminder to check the infusion site and cannula during the activation process. Qualification records were reviewed and the product lot met all acceptance criteria.